Event description:
Three incidents of pt reactions occurring with the psn 170 dialyzer for the same pt. For each incident, the pt experienced shortness of breath at the start of treatment. The pt was administered oxygen via mask (dose unk), ativan (route and dose unk) and a nebulizer treatment. Treatment was stopped and resumed on a CT 190g dialyzer and completed without incident. It was reported that the pt is new to dialysis having been dialyzed only three times previously with the psn 210 dialyzer at another dialysis center. It was reported that those treatments were completed without incident.